Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis noted there was a trilumen insulation damage and webbing damage along with gore covering wear and arcing damage noted in the area between 300-310 milimeters from the terminal pin. Analysis concluded that due to the location and type of damage,the was likely caused by entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was admitted to the hospital for an unreleased reason. The patient indicated that they had received a shock recently. A field representative was contacted to interrogate the device. Upon interrogation, noise was observed on the rv lead only and the patient was inappropriately shocks as a result. It was noted that pacing impedance measurements have steadily decreased; however, remain within normal limits. The noise could not be recreated with isometrics, pocket manipulation, or valsalva. It was noted that the patient was not pacer dependent; therefore, there is no concern regarding pacing inhibition. Subsequently, low shock impedance measurements less than 20 ohms were noted. A revision procedure was performed and this lead was found to be fractured. The lead was explanted and successfully replaced.